Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s parent reported the patient had a seizure, lost consciousness and was hospitalized; because the patient's cgm/bg values did not suggest hypoglycemia, the patient was assessed for epilepsy. The findings of the unspecified diagnostic tests were negative for epilepsy which lead the physicians to suspect the patient¿s bg values were lower prior to and during the seizure than what the dexcom displayed. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.